Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement and the inability of the helix to extend during repositioning.